Manufacturer narrative:
Four devices were received for evaluation. During visual inspection, all the bags had a slice at the top of the bag where the customer likely drained the contents; otherwise, no obvious defect could be easily identified to the device. Functional testing was performed and a leak was observed at the spike port cap on all four of the devices. The reported condition was verified. The cause was due to a manufacturing supplier issue. The fifth device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during set-up/preparation. There was no patient involvement. No additional information is available.